Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had an unexpected restart alarm. The customer¿s blood glucose level was 100 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, prime test, excessive no delivery test, self test and error test. Unable to confirm compromised force sensor system alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, missing end cap sticker, loose/protruded drive support disk and minor scratches on display window noted.